Event description:
The pt underwent a procedure to replace an existing scs system on (B)(6) 2007. At a programming appointment on (B)(6) 2007, it was reported that the scs system was not functioning properly and it was determined that a lead had not been connected properly to the ipg. An x-ray taken showed that a paddle lead other than the one requested by the pt had been implanted. The pt expressed dissatisfaction with the decision to implant the other type of lead. The pt underwent a procedure on (B)(6) 2007, to properly reconnect the lead to the ipg. No devices were explanted. No further info is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.